Event description:
Event description guidant received information that this ventricular lead was explanted due to a patient condition, in which there was no pacing despite the device programmed to unipolar configuration at 6.5 volts and 1.0 ms.